Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) abruptly shut down on its own. The customer also reported that upon relaunching the cns software, the monitored devices appeared blank. Nk ts remoted in and found that the cns host server was using a broadcast address. Nk ts removed this broadcast address and manually entered the monitored devices addresses, after which he was able to restart the host application. Cns started working as intended. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root was determined to be environmental, as the cns host server was not set to the correct ip address, causing the spontaneous device shutdown. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that their central nurse's station (cns) abruptly shut down.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) abruptly shut down. The customer also reported that upon relaunching the cns software, the monitored devices appeared blank. No harm or injury was reported. Nk ts remoted in and found that the cns host server was using a broadcast address. Nk ts removed this broadcast address and manually entered the monitored devices addresses, after which he was able to restart the host application. Cns started working as intended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) abruptly shut down.